Manufacturer narrative:
Device was used for treatment, not diagnosis. Murphy, r., moisan, a., kelly, d., warner, w., jones, t., and sawyer, j. (2016) use of vertical expandable prosthetic titanium rib (veptr) in the treatment of congenital scoliosis without fused ribs. This report is for unknown ¿ vertical expandable prosthetic titanium rib (veptr)/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article murphy, r., moisan, a., kelly, d., warner, w., jones, t., and sawyer, j. (2016) use of vertical expandable prosthetic titanium rib (veptr) in the treatment of congenital scoliosis without fused ribs. J pediatr orthop, volume 36: 329-335. The purpose of this article is to review the outcomes of vertical expandable prosthetic titanium rib (veptr) treatment of congenital scoliosis (cs) in patients without fused ribs in terms of coronal and sagittal correction, maintenance of spine growth, and complications. This study started with twenty-five (25) patients of which were thirty (13) females and twelve (12) males. The average age at implantation +/- sd was 5.7 years +/- 3.3 years (range, 10 months to 12.3 years). The average follow-up was 4.5 +/- 2.6 years (range, 0.5 to 10.9 years). This is report 2 of 2 for (B)(4). This report is for an unknown - vertical expandable prosthetic titanium rib (veptr) and refers to fifteen (15) of the 25 patients had a total of 41 complications in which 20% had device migration and one (1) unknown patient had grade iii complications of device cut-out through a rib which altered planned course of treatment.